Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressurewire x, wireless device was to be used the left anterior descending (lad) lesion. However, the device became contaminated. Therefore, the device was removed and an unknown device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device contaminated at the user facility was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported device contaminated at the user facility appears to be related to user error. It was reported that the catheter was inadvertently dropped on the floor during use, which caused the reported device contaminated at the user facility. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D3: correction (manufacturer establishment name, address, postal code, city and state) d9: device available for evaluation from ni to yes g4: correction to PMA/510(k) number. H6: medical device problem code 2895 was removed.

Event description:
Subsequent to the initial filed report, the following information was provided: it was confirmed the device was inadvertently dropped and contaminated. There were no device issues noted and no patient involvement. No additional information was provided.